Event description:
Plato srs version 1.5 was being used to plan a two isocenter sterotactic treatment. Isocenter 1 used a 32.5 mm diameter collimator and isocenter 2 used a 25mm diameter collimator. When arc #1 using a 25mm diameter collimator was deleted, the collimator diameter correctly assigned to arc#5 was changed from 32.5 to 25mm. Apparently the first collimator diameter associated with the second set of arcs is changed to the collimator diameter associated with the first set of arcs if one of the first set of arcs is deleted. Should the collimator diameter incorrectly referenced in this plan be used, the irradiated volume will be incorrect.